Event description:
New information received indicates that the events were noted when the patient presented for routine follow-up. The patient did not report any symptoms and no programming changes were made.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No further information was available.